Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: size 4 accolade ii 127 deg; cat#: 6721-0435; lot#: 60178401; primary tritanium hemi cluster hole cup 52mm; cat#: 502-03-52d; lot#: 1l30yv; acetabular dome hole plug; cat#: 2060-0000-1; lot#: x5551d; 6.5 cancellous bone screw 35mm; cat#: 2030-6535-1; lot#: e47jvrr; trident 10° x3 insert 32mm ID; cat#: 623-10-32d; lot#: pk6v3m. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient sustained injuries when she was surgically implanted with a recalled prosthetic hip on (B)(6) 2018. It is further alleged that she suffered great physical and emotional distress for over almost a year until its removal on (B)(6) 2019 at which point she discovered that the prosthetic had been previously recalled.